Event description:
It was reported that the cyclophosphamide (752.9 mg/m2) infusion was delivered over ten (10) minutes instead of thirty (30) minutes. It was late discovered the pump was inadvertently programmed with a diluent volume of 993 ml instead of 339ml which resulted in a rate of infusion of 993ml / hour. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the cyclophosphamide (752.9 mg/m2) infusion was delivered over ten (10) minutes instead of thirty (30) minutes. It was late discovered the pump was inadvertently programmed with a diluent volume of 993 ml instead of 339ml which resulted in a rate of infusion of 993ml / hour. There was patient involvement but no harm.